Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the lower end of common bile duct during an endoscopic cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, it was noted that the thumb ring detached from the device. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of thumb ring break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the lower end of common bile duct during an endoscopic cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, it was noted that the thumb ring detached from the device. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) university. Block h6: imdrf device code a0401 captures the reportable event of thumb ring break. Block h11: investigation results the returned trapezoid rx was received for analysis. Visual examination revealed that the thumb ring was found detached from the device. The reported event was confirmed. Based on the available information, the thumb ring was found detached from the device. The investigation findings include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled/manipulated in the field. This step would have detected the reported failure. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.